Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf liver ablation procedure, after 12 minutes of ablation the ablation zone couldn't be seen under ultrasound. The procedure couldn't be completed. There was no injury to the patient. The incident electrode is contaminated and will not be returned to covidien for evaluation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 20 feb 2017. The device was received and evaluated. The reported condition was not confirmed. Visual inspection found no defects. The needle passed hipot testing. The water circulated normally through the device. The device read the temperature properly and lesioned normally. The impedance was normal. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.